Manufacturer narrative:
An event regarding fretting involving a lfit v40 cocr head that was mated with a restoration modular body was reported. The event was confirmed through material analysis of the returned device. Method & results: product evaluation and results: scratching consistent with in-service use was observed on the articulating surface of the head. Debris was observed on the distal surface of the head, this debris was collected on an sem stub for further analysis. Damage present on the surface of the taper is consistent with interaction between the head and trunnion. The mar concluded: damage was observed on the stem neck and trunnion consistent with the loss of taper lock. The damage present on the articulating surface of the insert is consistent with burnishing, scratching and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration on the liner is consistent with absorption of synovial fluid. Elemental analysis showed that all metallic components were consistent with their respective drawings. Both samples of debris were consistent with a corrosion product, biological material, and oxide, and hip stem base material. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: not performed as no medical records were provided. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Sales rep reported that a patient underwent a revision surgery due to possible trunnionosis. The original case took place in 2008.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep reported that a patient underwent a revision surgery due to possible trunnionosis. The original case took place in 2008.